Event description:
It was reported patient underwent a labral repair on hip on (B)(6) 2012. During the procedure the surgeon inserted the anchor and when he pulled out the inserter, one of the pongs had fractured off at the insertion site. The surgeon was able to remove the piece from the patient and complete the procedure utilizing another anchor.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Examination of returned device was inconclusive. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment."